Event description:
When attempting to drain the urine out of the bag, the inside opening of the port was found to be adhered to the back of the bag, not allowing for any drainage. The only identification number on the packaging was a942216. The bag and tubing were disconnected and replaced with a different one.